Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, system station possibly has sleep mode enabled, the screen was frozen and does not allow keyboard input. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station possibly has sleep mode enabled, the screen was frozen and does not allow keyboard input. A technical support specialist applied knowledge article (usb devices and network adapters unresponsive) and reviewed the station logs and found no signs of power issues. The specialist then applied scripts to disable sleep mode settings and rebooted the system, and also additional scripts were applied to reset power management settings to off. The system functioned as intended after the technical support specialist troubleshot the device.